Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. Device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set tubing. The customer was guided through the reconnecting the tubing to the luer lock, filling the tubing and resuming insulin. The customer's blood glucose (bg) level was not impacted. The customer was instructed to keep the luer lock connection tight and secure.